Event description:
It was reported that (2) lcsc5 were used during a lap chole procedure. It was reported by the rep that the lcsc5 torqued to luke handpiece locked out after five minutes. A second lcsc5 torqued to luke locked out after one minute. A third lcsc5 torqued to luke permitted surgeon to complete dissection of gall bladder off liver bed and complete the procedure. There was no consequence to pt.